Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the rear upper label was removed, the rear case was cracked and the lcd was bleeding. During the investigation the pump displayed error 1260 on power up. The investigation determined that a faulty main board was the cause of the reported issue. The main board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the issue was found during testing, there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1260. There were no injuries or adverse events reported.